Event description:
The pt reported an aa4203tl toric silicone piece lens was implanted in his right eye (od) in 2006. A yag capsulotomy was performed for secondary cataract in 2007. The pt reported that he had been experiencing glares and halos prior to surgery but it was more pronounced after implantation of the lens. The lens remains implanted.

Manufacturer narrative:
Lens work order search. A lens work order search was performed and no similar complaint found.